Event description:
The nurse filled a blood tube from the needle in the vacutainer. When the tube was removed from the needle, the rubber cover didn't cover the needle tip and allowed blood to spray out of the vacutainer.